Manufacturer narrative:
The device was returned and has been sent to a third party laboratory for testing. If additional information becomes available following device evaluation, a supplemental report will be filed. The customer has declined on site endoscopy support specialist (ess) and will follow up directly with their ess.

Event description:
It was reported that there was a positive culture on a device. The scope cultured positive for (B)(6) colonies of an unknown organism and was reprocessed a second time. The scope was cultured after the second time it was reprocessed and tested positive for a (B)(6) colonies of the unknown organism. The scope was sent to the manufacturer for evaluation. There were no reported associated patient infections.

Manufacturer narrative:
The scope was sent to an independent laboratory for microbial testing. The scope tested positive for staphylococcus epidermidis and (B)(6). The scope was then ethylene oxide (eto) sterilized and returned to the service center for a physical evaluation for the reported positive culture. A visual inspection was performed on the scope's instrument channel and brownish colored stains were found within the instrument channel. The foreign stains were located on the channel mount near the control body side. The scope passed the leak test. The bending section cover glue was discolored on both ends. The service group noted the bending section cover glue was cracked and peeling. The scope was repaired and returned to the user facility. A review of the service history indicates the scope was purchased on september 8, 2019 with no previous repair records. Based on the evaluation results, the cause of the reported positive culture and the brown colored stains cannot be conclusively determined.